Event description:
It was reported that the device fractured at the insertion hole while being impacted, space was limited and dr needed to advance with great force. Device deformed a little then broke. According to radiograph, device looks intact but fractured. Device is solid in the pt. The surgeon also used posterior hardware for supplemental fixation.

Manufacturer narrative:
Investigation in process.